Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿alteplace concentration was programmed incorrectly. The bag that was hanging was 20mg in 1000 ml. The ordered dose was 1 mg/hr at 50 ml/hr. What was programmed on the pump was 1 mg/hr at iml/hr. The set up was wrong at 1 mg/ ml when it should have been 20 ml m 1000 ml. At bedside report it was noticed to be wrong and changed. Doc with pharmacy notified. Contacting vic that is a med error specialist with pharm. Waiting to hear back. It appears that the pump was turned off in the or and turned back on by anesthesia doctor. Pharmacist believes that it was programmed correctly yesterday. Medsun completed because "lll" is not a visual cue to alert nursing staff on subtherapeutic dosing of continuous drips." There was no patient impact.

Manufacturer narrative:
Correction: b1, b5, h1, h6. Additional information provided: b2.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿alteplace concentration was programmed incorrectly. The bag that was hanging was 20mg in 1000 ml. The ordered dose was 1 mg/hr at 50 ml/hr. What was programmed on the pump was 1 mg/hr at iml/hr. The set up was wrong at 1 mg/ ml when it should have been 20 ml m 1000 ml. At bedside report it was noticed to be wrong and changed. Doc with pharmacy notified. Contacting vic that is a med error specialist with pharm. Waiting to hear back. It appears that the pump was turned off in the or and turned back on by anesthesia doctor. Pharmacist believes that it was programmed correctly yesterday. Medsun completed because "lll" is not a visual cue to alert nursing staff on subtherapeutic dosing of continuous drips." Customer checked off adverse event on medsun report from the FDA. No further information of the patient impact was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿alteplace concentration was programmed incorrectly. The bag that was hanging was 20 mg in 1000 ml. The ordered dose was 1 mg/hr at 50 ml/hr. What was programmed on the pump was 1 mg/hr at iml/hr. The set up was wrong at 1 mg/ ml when it should have been 20 ml m 1000 ml. At bedside report it was noticed to be wrong and changed. Doc with pharmacy notified. Contacting vic that is a med error specialist with pharm. Waiting to hear back. It appears that the pump was turned off in the or and turned back on by anesthesia doctor. Pharmacist believes that it was programmed correctly yesterday. Medsun completed because "lll" is not a visual cue to alert nursing staff on subtherapeutic dosing of continuous drips."